Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 300mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2018 it was reported pump failure. The patient¿s mother stated the patient became more stiff and heard an alarm going off. Per the healthcare provider a few months back the patient¿s mother allowed the pump to go empty in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The company representative interrogated the pump before the scheduled surgery and all logs were normal. The actions and interventions taken to resolve the issue was the healthcare provider replaced the patient¿s infusion system. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.